Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. According to the clinical, impella position in aorta alarms were recorded, but echo imaging confirmed the position was across the valve. Additionally, the ao placement signal seemed to be erratic. The decision was then made to disable placement monitoring. No product was returned for an investigation. Data log analysis confirmed multiple false impella position in aorta alarms were recorded up until a placement signal not reliable alarm. Analysis of the 5s parameters confirmed a decrease in signal not reliable and contrast, increase in lamp, and stability in light and gain. Additionally, the console software version was confirmed to be v11.1. No other abnormalities were observed. The most likely cause of the optical signal issue was patient condition related. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient for circulatory support. The complainant reported that there was a 'position in aorta' alarm, however, an echo had confirmed the impella was positioned across the valve. The ao placement signal alarm seemed to be erratic. The placement monitoring was disabled. The patient was successfully weaned from the impella.